Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed infusion set tubing and resumed insulin delivery, however customer maintained the pump was at fault. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 50mg/dl. Reportedly, customer increased basal rate in pump settings. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.